Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer followed instructions to inspect and clean the pump, and successfully loaded the cartridge to resume insulin delivery. Technical support agreed to send a cartridge removal tool to the customer.